Event description:
A caller reported that the pump screen was dark and would not turn on. The issue caused the customer's blood glucose level to exceed 500 mg/dl, displaying as "high." The customer addressed the high blood glucose with a corrective injection using multiple daily injections (mdi). There was no assistance from a third party, but normal support was received without incapacitation. Technical support instructed the caller on attempts to reactivate the pump, but these were unsuccessful, as the screen remained blank with a red led blinking and vibrations occurring every three minutes. As a resolution, technical support arranged for a pump replacement, although the caller declined an out-of-warranty loaner pump due to lack of insurance coverage, and the customer would continue to use mdi for insulin delivery.